Event description:
The consumer reported receiving 2nd degree burns to her buttocks while using the heating pad. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.